Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator exhalation proportional valve is reading to high. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator exhalation proportional valve is reading to high. There was no harm or injury reported. The ventilator was evaluated by the third-party service center, and the device failed a test step for active exhalation purge valve during testing. The device's active exhalation control module was replaced to address the issue.